Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 457 mg/dl. The customer stated there was blood inside the cannula when she removed the infusion set. The customer was advised that she may have hit a capillary. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. The customer stated that she has been on insulin pump therapy for one week, and her settings may not be correct. The customer stated that she has been working with her health care professional to get the correct settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.